Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital for peritonitis in (B)(6) 2023. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 with complaints of abdominal pain. Pd effluent cultures were obtained. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefazolin 1g daily (duration unknown). The cultures were positive for staphylococcus aureus. The patient was discharged home on (B)(6) 2023 and continued the antibiotic therapy. The cause of the peritonitis was not documented.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital for peritonitis in (B)(6) 2023. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 with complaints of abdominal pain. Pd effluent cultures were obtained. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefazolin 1g daily (duration unknown). The cultures were positive for staphylococcus aureus. The patient was discharged home on (B)(6) 2023 and continued the antibiotic therapy. The cause of the peritonitis was not documented.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital for peritonitis in (B)(6) 2023. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 with complaints of abdominal pain. Pd effluent cultures were obtained. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefazolin 1g daily (duration unknown). The cultures were positive for staphylococcus aureus. The patient was discharged home on (B)(6) 2023 and continued the antibiotic therapy. The cause of the peritonitis was not documented.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization; however, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler or liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. There is no reported cause of the peritonitis event, but it is likely there was a breach in aseptic technique based on the culture results of staphylococcus aureus. Staphylococcus aureus is a normal human flora of the skin. If this bacterium is allowed into internal tissues, they can cause a variety of potentially serious infections. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: h.10. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed that the paint was discolored on the heater tray. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital for peritonitis in (B)(6) 2023. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 with complaints of abdominal pain. Pd effluent cultures were obtained. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefazolin 1g daily (duration unknown). The cultures were positive for staphylococcus aureus. The patient was discharged home on (B)(6) 2023 and continued the antibiotic therapy. The cause of the peritonitis was not documented.